Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device medications cannot be removed by respiratory therapist. The technical support specialist stated that admission discharge transfer was slow, and the patient was not available for pulling the medications. No further information was provided. Case was closed.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es medications cannot be removed by the respiratory therapist. The device was renamed to bronch and installed last wednesday. Physicians were able to remove medications, but respiratory therapists could not remove respiratory meds, despite seeing patients and loaded inventory. A report confirmed the issue was limited to therapists. Role permissions matched other roles using the ¿respiratory meds¿ security group, with no discrepancies found. Therapists saw one medication for a patient with a verified albuterol order, suggesting partial access. The device, intended to be non-profile, behaved as a profile device for therapists. The user requested a backend review and will be onsite next tuesday to thursday. Albuterol 2.5 mg/0.5 ml was cited as an example. There were no adverse events or injuries reported based on this incident.